Event description:
It was reported that the patient presented to the ER after receiving multiple shocks from his device. Review of session records revealed that the shocks were inappropriate as a result of noise on the ventricular channel. The noise was not reproducible in-clinic. Lead was capped and replaced. The patient was doing well after the procedure.